Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1lhce, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they are inquiring about diathermy with a lead fragment. They also stated they were grateful to get the info that has allowed them to have several mris.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1lhce); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. The reason for call was patient had the stimulator taken out because it didn't work for them. The lead wire broke off (B)(6) 2021 when trying to explant the lead, and they were told they couldn't have an MRI. Patient got a letter from mdt saying they were reaching out to her because the FDA approved that they may now be eligible for 1.5 t and 3 t full body and MRI scans provided conditions are met. Patient had their first and last MRI since that time on their feet. The mris that were ordered in recent years that they could not do were the brain, the head, the shoulder, the knees, and they now have low back problems. Patient is trying to figure out if they can have mris of those other body parts including the back where the lead is. Reviewed MRI guidelines. The patient was redirected to their healthcare provider to further address the issue and fill out the eligibility from. Emailed form to patient.